Event description:
Customer alleged blood glucose results of 200 mg/dl, 76 mg/dl, 132 mg/dl, and 68 mg/dl when testing was performed back-to-back on the complete system. The customer reported having symptoms of low blood glucose, self-treated with milk, and felt better. No serious adverse event was reported in connection with the alleged malfunction. The suspect device was unavailable for return; replacement product was sent.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.